Event description:
Drive devilbiss healthcare was notified of an incident involving a bariatric bed by a distributor, who stated that "the end user had been found deceased with their head caught in the frame of the bed." Drive investigated the incident and determined that there were no bed rails or handles on the bed; that the end user's head was stuck between the deck and the base of the bed at the foot section; that the facility where the end user lived had attached a bed control pendant from a different model bed; and that said bed control pendant did not operate properly with the bed in question, with several buttons not operating at all. Drive also learned that the patient was not in bed at the time of the incident, but was rather on the floor, potentially trying to retrieve an item that had fallen behind the bed, and potentially attempted to use the incompatible bed pendant to make it easier for him to reach the item.